Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. It was confirmed via x-ray that there was high capture thresholds and undersensing. The rv lead dislodged twice, as a result the physician decided to explant and implant a new rv lead. No additional adverse patient effects were reported.